Event description:
Each morning - coughing up something that looks like blood. I don't know what I was told there is a seepage from aorta. Tear in aorta and leakage. Do not know when it happen, was not informed until (B)(6) 2016. After heart attack, test ran. Upon visit to cardiologist office, I was informed of tear of aorta and seepage. I was told to come back or visit with cardiologist. Was seen by a nurse practioner at that visit. I will see cardiologist on (B)(6) 2016. I have been in the morning coughing up with same sort of matter that's pinkish/reddish/cherry and thick. At times feel a slight pressure in aorta.